Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. The patient remains ongoing on the lvas support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, (B)(4). (B)(4). Approximate age of device ¿ 3 months.  No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that blood was found in stool on (B)(6) 2017. Hemoglobin dropped to 9 g/dl without any evidence of gi bleeding. Then the patient started to have worsening constipation and had to strain for every bowel movement especially in the last week. The patient had the episodes of bright red blood per rectum mixed with the stool. The patient experienced worsening dizziness. The patient denied having any melena in the past. On (B)(6) 2017, heparin and coumadin was withheld. Video capsule endoscopy (vce) showed two small non bleeding angioectasias in the distal small bowel as the possible source of blood loss. Rest of the capsule study was normal. No blood or melena seen throughout the entire exam. The gi bleed resolved. No additional information was provided.